Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and seroma.

Event description:
Healthcare professional reported "capsular contracture - baker grade iii" and "seroma" against left device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6(b), h6.

Event description:
Healthcare professional reported there are two prominent left internal mammary lymph nodes measuring up to 5mm in short axis. The device has been explanted.